Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.